Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 4109. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of a fractured abutment screw was confirmed. Visual inspection identified a piece of screw from the reported abutment screw, which is too badly damaged to be removed from he drive feature of the returned implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the hla3/4 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to be reported.

Manufacturer narrative:
(B)(4). Additional 510(k) number is k013227.

Event description:
Doctor reports patient presented with the screw of the hla3/4 abutment fractured in tooth site #30.